Event description:
The hospital reported and error that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was reinstalled to resolve the issue. No report of patient involvement. Legal manufacturer: hcs (B)(4).